Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the three clips misfired as they would not deploy at all. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of during the procedure, clip would not deploy at all. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem), h6 (device codes), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6), 2021. During the procedure, the three clips misfired as they would not deploy at all. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2021*** it was reported that following the attempted deployment failure, none of the clips would open nor close.